Manufacturer narrative:
Continuation of d10: 7122q lead implanted: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about five weeks post generator change, the patient was seen in the emergency room for a ¿sharp stabbing pain¿ around and right under the implanted device. The patient also felt a throbbing chest pain and it ¿hurts if touched.¿ additionally, the patient was experiencing ¿hiccups¿ and noted that their heart rate was sixty-two beats per minute (bpm) while the device lower rate was set to eighty bpm. The patient further noted that he has a blood clot from the incision site and their arm has been swollen and purplish blue. The patient was told the clot would work its way out of the area. The device remains in use. No further patient complications have been reported as a result of this event.